Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and [patient] will suffer them in the future¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Device labeling: patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Patient representative reported patient experienced the events of "over the course of the next 4 weeks after surgery, [patient] was suffering from multiple symptoms ranging from fever...and horrible pain in [patient's] right breast," and on (B)(6)2008 the patient "was told by [the doctor] that the implant had folded over on itself," and "right nipple felt stuck to [the] chest wall and the top portion of [the] right areola was gone,¿ and, ¿[patient] was told by [the doctor] that the implants felt hard because [the doctor] had overfilled them in order to create and open a pocket for the larger implants that [patient] had requested,¿ and patient "has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and [patient] will suffer them in the future.¿ this is for the right side. See MFR # 9617229-2017-02163 for left side device.